Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1 gm as a stat dose) intraperitoneally (ip) and injection tazact (2.25 gm, twice a day) intravenously (IV) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and the pd fluid was clear. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.